Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center east.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.